Event description:
It was reported that post an unspecified procedure in stent restenosis occurred. An express ld placed in the common iliac artery at an unspecified date was found to have instent restenosis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).